Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This reports has not been ablnftomation which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the needle was bent downward at proximal side. This bent condition can cause trouble in loading the needle. It is possible that the device experienced excessive force during use or handling. A manufacturing record evaluation was performed for the finished device [50689] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [50689] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h10: investigation summary: further investigation determined that the investigation summary needs to be updated to reflect the correct information: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the needle was bent downward at proximal side. Further observation reveals that the white plastic flag at the proximal end of the needle was found to be in reverse direction(the flat part of the flag was facing towards distal point of the device). Which would not affect the functionality of the device. However, the bent condition can cause trouble in loading the needle. It is possible that the device experienced excessive force during use or handling which contribute to bent condition of device. A manufacturing record evaluation was performed for the finished device [50689] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via personal interaction that during rotator cuff repair, working with the expressew iii ne the surgeon tried to load a suture to the suture passer several times, but all the attempts failed, in addition, the suture passer in question had the following different appearance: when viewed from the top, the hollow area of the white plastic tip of the suture passer was located on the left. On the other hand, the successful replacing suture passer had the hollow area on the right side. No patient consequences. There was a surgical delay of 30 minutes reported. The device is available to be returned for evaluation. Additional information provided by the affiliate reported the device will be returned for evaluation.